Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer could not recall blood glucose level but believes levels were not affected. Customer was able to clear alarm and resume insulin delivery.